Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time carefusion is waiting for components from customer for evaluation.

Event description:
The customer reported that every time the vela ventilator is connected, a "vent inop" error appears. The customer stated that this occurred during testing and that there was no patient involvement associated with this reported issue.